Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that the patient died. The more than 90% stenosed target lesion was located in a mildly tortuous and non-calcified left circumflex artery (lcx) and distal right coronary artery (rca). Following lesion preparation, a 16 x 2.25 mm promus premier drug-eluting stent was deployed in the lcx, and a non-boston scientific (bsc) drug-eluting stent was deployed in the distal rca. The patient was transferred to the cardiac care unit (ccu), and after some time, chest pain was experienced, followed shortly by cardiac arrest. Cardiopulmonary resuscitation was administered immediately, but the patient could not be revived. Chest pain and cardiac arrest were determined to be the primary causes of death. An autopsy was not performed. The physician is not sure if the promus premier stent caused or contributed to the patient death.

Manufacturer narrative:
H6 impact codes: corrected.

Event description:
It was reported that the patient died. The more than 90% stenosed target lesion was located in a mildly tortuous and non-calcified left circumflex artery (lcx) and distal right coronary artery (rca). Following lesion preparation, a 16 x 2.25 mm promus premier drug-eluting stent was deployed in the lcx, and a non-boston scientific (bsc) drug-eluting stent was deployed in the distal rca. The patient was transferred to the cardiac care unit (ccu), and after some time, chest pain was experienced, followed shortly by cardiac arrest. Cardiopulmonary resuscitation was administered immediately, but the patient could not be revived. Chest pain and cardiac arrest were determined to be the primary causes of death. An autopsy was not performed. The physician is not sure if the promus premier stent caused or contributed to the patient death.